Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarm. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer states they treated with pump. The customer states the alarm was resolved by complete set change. The customer was advised replacement sets would be sent out. Troubleshoot for the high was not able to be conducted prior to customer ending call. No further assistance provided at this time.